Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, functional testing and electrical analysis found the battery buffering capacitor c3 was leaking excess current, which resulted in a prematurely depleted battery. Once the battery was depleted below -2.2vdc, the device was no longer able to sustain pacing or communication. The device casing was removed and a visual inspection of the internal components revealed no anomalies. In order to measure current usage, the battery was removed and an external power source was connected to the device. Internal measurements noted a high current drain. Detailed analysis isolated the cause of the high current drain to a degraded capacitor.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific received information that this device was unable to be interrogated and no magnet rate could be obtained. The device at last check showed there was one quarter battery remaining, now it cannot be telemetered. The patient and physician were not sure if a recent MRI was done, which could have damaged the device. The device was explanted as a result.